Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter, force and impedance issues occurred. During procedure, high force readings were displayed during ablation as well as high impedance that made stockert 70 to stop ablating and displayed a high impedance error. Ablation catheter was replaced and the issue was resolved. The procedure was continued and completed successfully with no patient consequences. This event was originally considered non-reportable, however, bwi became aware of reddish material under the pebax area and a hole at this same site, approximately 0.092 mm and 0.091 mm for the height and width respectively, found on the product returned on (B)(6) 2015 and have reassessed the event as reportable as this is an indicative a reportable event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch electrophysiology catheter, force and impedance issues occurred. During procedure, high force readings were displayed during ablation as well as high impedance that made stockert 70 to stop ablating and displayed a high impedance error. Ablation catheter was replaced and the issue was resolved. The procedure was continued and completed successfully with no patient consequences. This event was originally considered non-reportable, however, bwi became aware of reddish material under the pebax area and a hole at this same site, approximately 0.092 mm and 0.091 mm for the height and width respectively, found on the product returned on february 23, 2015 and have reassessed the event as reportable as this is an indicative a reportable event. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material and a hole was found at the pebax. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface exhibited evidence of abrasion and scratches at the surrounding areas of the pinhole. This type of pebax damage is further investigated under an internal corrective action created. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was test on carto and failed. Further examination showed that the magnetic and force sensor were within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The customer complaint was confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action was created to address a potential pcb issues/intermittency, as well as for the damaged pebax on smart touch.

Manufacturer narrative:
This supplemental report is in response to the FDA request dated may 13, 2015, regarding report number: 2029046-2015-00054 ((B)(4)). Please provide a summary of the results for any investigation, evaluation, and/or failure analysis, including root cause identification, relevant to the reported event. Please include: a complete description of methodology (ies) used. An identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved. Any conclusions reached based on the investigation and analysis results. It was reported that while performing an ablation procedure, high force and high impedance readings were displayed. Further investigation informed that the concomitant stockert generator, cut-off ablation when the cut-off limits were reached. Bwi has assessed this ¿force issue¿ and ¿high impedance¿ (with appropriate working of cut-off) events as not reportable; they are listed in the risk management document as a low risk, since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, on february 23th 2015 bwi became aware of a hole in the pebax a component that houses the spring of the catheter. Due to the compromised integrity of this catheter (the hole) this event became MDR reportable. The complaint product was received and a visual inspection was performed. In addition to the pebax hole, reddish material was found within the pebax. The catheter was further examined using scanning electron microscopy (sem) over the damaged area of the catheter. It was found that the external surface of the pebax exhibited evidence of abrasion and scratches at the surrounding areas of the discovered hole. The sem analysis indicated that the pebax contained mechanical damages, but there was no evidence of material degradation. The complaint catheter was also evaluated in a screening test and a force calibration test; the catheter passed both tests. The catheter tested with a carto 3 system was recognized by the system, no error messages were displayed, and the catheter was properly visualized. The force feature was tested on carto and failed. Further examination showed that the magnetic and force sensor were within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. Nevertheless, the potential pc board failure is not related to the hole that was discovered within the pebax. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Based on this investigation, the root cause of the pebax damage remains unknown. However there was evidence within the return device of potential mishandling since damages were also encountered on the tip dome of the device. The device history record (DHR) of lot# 17087074m was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Please provide a complete list of all related medical device reporting (MDR) access numbers, as well as the reason for their inclusion in the trend. For the pebax damage issue, bwi assessed this event as indicative of a reportable complaint if the integrity of the catheter has been compromised. All complaints for which pebax damage is discovered are thoroughly assessed and included as MDR complaints. The following is a list of complaints included in the ¿trend¿ because they have the same functional family, ¿smart touch unidirectional¿, and an identical failure presentation of damage to the pebax. Report#: 2029046-2014-00475, complaint: (B)(4). 9673241-2014-00495, (B)(4). 9673241-2014-00591, (B)(4). 9673241-2015-00037, (B)(4). 9673241-2014-00602, (B)(4). 2029046-2014-00487, (B)(4). 2029046-2015-00039, (B)(4). Please discuss any findings and/or actions related to events reporting pin holes in the pebax part of the device. Bwi assess these events as indicative of reportable complaints if the integrity of the catheter has been compromised. All complaints for which pebax damage is discovered are thoroughly assessed and included as MDR complaints. The root cause for pebax damage remains unknown. Although based on the investigation, the manufacturing process and the manufacturing online inspections were deemed adequate. It cannot be ruled out potential damages within manufacturing. For that reason, the following actions had been included in a CAPA to address further opportunities within the manufacturing processes: consistent inspection magnification in (B)(6) (fixed in each microscope at 6-8x). Completed by november 2014. Manual of cutting process for pebax has been changed to an automated process.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on february 23, 2015. The analysis has begun but is not completed at this time. (B)(4).